Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump had a frozen display. The customer pressed the start button but it would not unlock the pump. The customer thought the insulin pump was touch screen. The customer called back and reported a frozen display again. The customer stated they did not have a back up plan. The customer was advised to place the pump in storage mode and get a new battery to use. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.